Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's user interface pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly and verified the reported issue. Stryker determined that the likely cause of the reported issue was due to a shorted or cracked capacitor, designator c181.

Event description:
The customer contacted stryker to report that their device has a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.